Event description:
It has been reported to philips that the system was giving an error message of ¿x-ray safety line active at start up¿. The customer rebooted the system without resolve. The system was not in clinical use. There was no reported patient or user harm. A philips remote service engineer (rse) reviewed the system event logs and confirmed the reported problem. The event logs showed a failure with the sibbox unit foot switch and hand switch connections. The rse had the customer shut down the system and reseat all the connections to the sibbox. After the connections were reseated, the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The remote service engineer (rse) contacted the customer and confirmed that at turn-on, the system shows an error message of ¿x-ray safety line active at start-up¿. Review of the system log file showed malfunction with foot or hand switch sib. The error was caused by a failure in sibbox with the foot pedal and hand switch passing, then reseated all connections to sib. Now the system is back in good working order. These codes were updated based on investigation outcome.